Event description:
20 fr guidewire peg placed 2 weeks ago using the star bolster. The bolster was initially placed on the 3rd notch of the peg. When the dr checked it a week or so later, it was on the 2nd notch.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was discarded and will not be returned for evaluation.